Event description:
The jaws of the harmonic scalpel began melting intraoperatively after over two hours of frequent but intermittent use. The device was removed from the field and replaced with a new one.